Event description:
It was reported that the patient's battery gage was not working and the battery would not charge. The outer casing of the battery was also cracked on its left side. When the battery was placed in the charger a red light indicator turned on. The battery was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the 14v battery was confirmed via visual analysis. The reported event of the 14v battery not charging properly was confirmed via product testing. The heartmate 14 volt lithium- ion battery (serial #: (B)(4)) was returned for analysis and no log files were submitted for review. During testing a small crack on the 14v battery housing was observed confirming the reported damage. The 14v battery was not able to charge in a test ubc and produced a fault alarm. The 14v battery was placed in a charge/discharge test and was able to pass. The battery was opened, and it was observed that there was damage to an internal chip due to an unsecure connection. The connection was secured and the 14v battery was closed and placed in a test ubc. The battery was able to charge after this and was able to display device parameters using ev2200 software. Although not confirmed, it is possible physical damage to the outside of the battery may have caused the internal damage. The root cause of the reported crack to the 14v battery was not confirmed. The root cause of the reported charging issue was determined to be from damage to a component on the main circuit board. The root cause of the damage to the component was unable to be determined in this analysis. The 14v battery (serial #: (B)(4)) was inspected and accepted into the receiving inspection storage location on 23nov2021. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.